Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient had foot surgery on thursday and turned stim off for the procedure. Turned stim back on after the procedure and they felt it one time when they turned it back on, but they have not felt anything since and they normally feel something. Reviewed interstim stim sensation information and asked if patient has 50% symptom relief. Patient said it is hard to say if they have improved by 50% or better; they are now on pain medication from the surgery and that makes them constipated anyway. Redirected to their doctor.